Event description:
It was reported that during the implant procedure an ICD was attempt to be implanted but when the lead was connected to the device the sensing was bad. The surgeon then disconnected the lead from the device. A second connection of the lead and header was attempted but the surgeon was not able to set the screw. It was noted that the surgeon could not even remove the screw in order to replace the screw with a new one. The device was then removed and a new ICD (implantable cardioverter defibrillator) was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, no anomalies were found. However, it was noted that the returned device indicated a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).